Event description:
The treated patient reported symptoms of jaw issues requiring multiple jaw surgeries, unknown permanent damage from treatment, uneven front teeth, has massive gaps and cannot chew properly. All these symptoms have had a mental health impact. It is unknown if the patient required any medical intervention related to the reported symptoms beyond what was described by the patient, as no details were confirmed by the treating doctor. It is unknown if the patient was prescribed or took any medications to address the reported symptoms. It is unknown if the treatment was discontinued or if the patient is still using the invisalign system, and the patient's current condition is unknown.

Manufacturer narrative:
The current instructions for use contains the following: "precautions - in rare instances, problems in the temporo-mandibular joint (temporo-mandibular disorder (tmd)) may result in joint pain, headaches, or ear problems. During forward posturing and vertical changes with mandibular advancement features, problems in the temporo-mandibular joint may be exacerbated.". A potential root cause not identified. Align's clinical review indicated that previous complaints documented lisping, gum irritation, oral sores, and difficulty eating, which are recognized and expected side effects of aligner therapy. There is no conclusive evidence provided that supports or opposes whether the invisalign system caused or contributed to the reported required intervention to prevent permanent impairment/damage. Based on the available information, the patient had multiple surgical intervention, and the invisalign system was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the event, and the date (b3) is based on the timelines reported to align and compared to patient information.